Event description:
It was reported that markerband misalignment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation to rated burst pressure. However, during the procedure, only the proximal side of the balloon was dilated. Angiography shows that the inflation was steadily occurring in a completely different position from the balloon marker. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen inside the balloon. Microscopic examination revealed a pinhole 23mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that would have contributed to the reported marker band misalign and failure to inflate.

Event description:
It was reported that markerband misalignment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation to rated burst pressure. However, during the procedure, only the proximal side of the balloon was dilated. Angiography shows that the inflation was steadily occurring in a completely different position from the balloon marker. The procedure was completed with a different device. No patient complications nor injuries were reported.